Event description:
It was reported that the user experienced elevated blood glucose following lunch despite a full supply change earlier, with a documented reading of 292 mg/dl, and was instructed to replace the steel 6 mm contact/detach infusion set, perform a tubing fill, apply a new set, perform a cannula fill, and confirm insulin delivery had resumed. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and user education and troubleshooting completed with planned follow-up to confirm regulation and site viability. Investigation included agent-led troubleshooting, infusion site replacement, and verification of insulin therapy resumption. Investigation of this case revealed that the exact cause of hyperglycemia was unclear, with suspected infusion site or set performance issues not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.